Event description:
It was reported that the implant at tooth site # 6 removed due to stripped healing abutment. Dentist stripped hex of healing abutment. Could not remove screw on healing abutment after restorative doctor stripped the internal hex. I attempted to cut off the abutment but due to risk of damage to implant, opted to remove implant & replace

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) teeha355, tsv® bellatek® encode® emergence healing abutment 3.5mm(d) 5mm(p) xmm(h) for evaluation. Visual evaluation was performed, the abutment shows extensive damage. The drive feature was observed to be damaged as well. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1267161 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev 20, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The abutment shows extensive damage. Drive feature was observed to be damaged as well. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) teeha355, tsv® bellatek® encode® emergence healing abutment 3.5mm(d) 5mm(p) xmm(h) for evaluation. Visual evaluation was performed, the abutment shows extensive damage. The drive feature was observed to be damaged as well. DHR review was completed for the subject lot number 1267161. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1267161 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: function: damaged drive feature.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev 20, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The abutment shows extensive damage. Drive feature was observed to be damaged as well. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.